Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting intermittent loss of capture with intermittent undersensing. The thresholds were also high. An invasive procedure was performed to reposition the bipolar lead, model 4285.